Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient¿s pump was recently refilled and now the patient was in the ER with severe cramping in their lower extremities and the patient was concerned that the pump was not working. Additional information was received from the patient on (B)(6) 2024 who reported that they had their pump refilled on (B)(6) 2024 (thursday) without any difficulty. On friday morning, they woke up with terrible leg cramps. They took tylenol without it helping any, and then they took an extra potassium (40 meq) without it helping any. After having the pain increase in their legs, they started to feel very nervous and shaky, so their daughter took them to the ER where they said their potassium was too low. They gave them dilaudid and potassium and sent them home. The next morning early, the leg pain was back and worse than before. They were jerking all over and in horrible pain, so the patient¿s daughter took them to another ER where they couldn¿t figure out what was wrong. Then pump troubleshooting was done. A CT (computed tomography) scan confirmed the pump was working, but the catheter was blocked. The patient was admitted to the hospital for 5 days to control the pain and be treated for withdrawal. During that time, the patient was converted from IV (intravenous) morphine to medication by mouth. The issue was not resolved due to the patient¿s age and not being a candidate for surgery, but their pain was being controlled by taking norco by mouth.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter, product ID 8784, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter, product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 01-may-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 14-nov-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.